Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. T:slim user guide indicates the cartridge is contraindicated for use w/products other than humalog & novolog. 48-72 hours.

Event description:
It was reported that the customer experienced elevated blood glucose levels reaching 513 mg/dl. Troubleshooting was performed and pump appears to be functioning as expected. Reportedly, customer received an incomplete bolus alert and may have not intended bolus deliveries. Customer uses u-500 insulin.